Event description:
I was told my implants were safe when I had breast reconstruction surgery. I shortly after started noticing symptoms which worsened with time. I contracted (B)(6), have been to the emergency room (ER) twice in the last year, I was medically terminated from my job, can't keep up even with taking care of my two children. I have unexplained rashes, unexplained swelling and bruising. Severe anxiety and depression, heart palpitations, and exhaustion. I even stopped my oral medications thinking the symptoms were caused by them. They aren't and the implants I had were being studied for the same problems as I received my implants. I am furious and demand answers now. I have 31 pages of medical records plus photos of symptoms. FDA safety report ID# (B)(4).